Manufacturer narrative:
The manufacturing location for this product is nypro. This site is an OEM manufacturing site. (B)(4). Date of event is unknown; awareness date has been used for this field. Medical device expiration date: na. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safe-clip¿ it would not clip needles. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the needle cutter is no longer cuts the needle.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation was performed based on the video provided. One video pertaining to a bd safeclip was provided. The customer reports the needle is not cutting. The video was examined, and it was observed that the user was not able to fully insert the patient end (pe) cannula of a pen needle into the aperture of an open safeclip device. It could not be determined what was prohibiting the cannula from easily entering the aperture of the safeclip from the video alone. A device history record review showed no non-conformances associated with this issue during the production of this batch. Based on the video received, embecta was unable to confirm the customer¿s indicated failure of not clipping. Root cause cannot be determined at this time as the issue is unconfirmed as no samples were returned. H3 other text : see h10.

Event description:
It was reported while using bd safe-clip¿ it would not clip needles. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the needle cutter is no longer cuts the needle.